Event description:
Customer reported using maxplus valve when the cap cracked and leaking occurred. There was no pt harm and no medical intervention was required. Although requested, no additional event or pt info provided by the user.

Manufacturer narrative:
(B)(4). Customer stated that the set will be returned. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.